Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. The initial medwatch reported a general issue of the soltive premium superpulsed laser system having a right footswitch malfunction; however; device evaluation found no fault with the laser console. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system had a right footswitch malfunction. The issue was found during an unknown therapeutic procedure. There were no reports of patient harm.